Event description:
The customer reported an unexpected shutdown. There was no patient involvement.

Manufacturer narrative:
(B)(4). All attempts to reach the customer were unsuccessful. No conclusion can be drawn as we were unable to reach the customer for eval and repair info.